Event description:
It was reported that a home patient experienced a high drain alarm on their homechoice device following peritoneal dialysis therapy. A high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The total patient¿s ultra filtration (uf) equaled 4611ml. The patient¿s drain volume in cycle 5 equaled 7607ml and the patient¿s fill volume equaled 3000ml. The patient stated that they had no discomfort or symptoms of the iipv event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device and it passed. A visual inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history review was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be tidal uf removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.